Event description:
Defective pressure sensor.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided, but the device was returned to brezins for investigation. No issue with external visual check; extraction was made and several error 42 were found right from starting up the device. This confirms the reported event. The error 42 was triggered from start up and was due to a saturated value of the pressure sensor. The defective part was replaced and the device worked as expected. The reported event was reproduced and was due to a defective pressure sensor. A CAPA has been opened on defective pressure sensors. This complaint is valid. The trend is abnormal and reported risk is lower than estimated risk. To our knowledge no patient consequences have been reported.